Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The medication last refill was (B)(6) 2018 and refilled (B)(6) 2018. The cause of the ¿medicine has gone old¿ was determined to be medication degradation. The hcp will be doing refills at 10 weeks or sooner if needed. New medication was put into the pump (B)(6) 2018 and symptoms resolved by (B)(6) 2018. The patient¿s weight at the time of the event was (B)(6) pounds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a saol. On 13-jun-2018, additional information was received from a physician which included medical records from other physicians and facilities. The product was further identified as compounded baclofen and the case was reassessed as serious/unexpected. On (B)(6) 2018, an intrathecal pump refill was performed by an np. The patient reported her intrathecal pump medications were working effectively and she denied any adverse effects. The (B)(6) 2017 to (B)(6) 2018 pump refill was approximately 11 weeks apart. Per the dose log, on (B)(6) 2018, the patient's dose remained unchanged from previous dosing on (B)(6) 2017. On (B)(6) 2018, an intrathecal pump refill was performed by an np (12.5 weeks since last it pump refill). The patient reported that over the past 2-3 weeks she had increased back and knee pain and was using her ptm boluses more often. That morning, she woke up feeling weak. She felt the symptoms were similar to what she had in (B)(6) 2017, and that "the pump medications were getting older." New intrathecal pump medications were placed at the same daily dose. Per the dose log: on (B)(6) 2018, the patient was being treated with compounded baclofen 750 g/ml at 107.96 g/day (tmdd 129.67 g/day) and hydromorphone 1.5 mg/ml at 0.2159 mg/day(tmdd 0.2593 m g/day).on (B)(6) 2018, the patient called into the clinic complaining of feelings of weakness and difficulty taking a deep breath. She did not feel that she needed to go back to the ER and stated that she felt this was similar to an episode she had prior to having the intrathecal pump placed when neurology was trying her on different muscle relaxants. On a follow-up call, the patient reported that her symptoms resolved by (B)(6) 2018, and this would correlate with when she would start to receive the new it pump medications placed on (B)(6) 2018. The plan was to do her next intrathecal pump refill at 10 week intervals. Also, the concentration of the medications in the pump would be decreased by approximately 33% to keep her refill dates between 8-10 weeks. At the next refill, the new concentrations of intrathecal medications would be baclofen 500 g/ml and hydromorphone 1mg/ml. It was noted that the patient's baclofen and hydromorphone syringes were compounded from bulk powders, and that she had 3 refills in 2017 and 2 refills in 2018 on the following dates: (B)(6) 2017, (B)(6) 2017, (B)(6) 2017, (B)(6) 2018, and (B)(6) 2018. As of (B)(6) 2018 (initial start date not reported), the patient was being treated with baclofen 1000 g/ml at 108 g/day and dilaudid 2 mg/ml at 0.2161 mg/day, intrathecally, per continuous infusion via a synchromed ii pump, for intractable spasticity. On an unspecified date in (B)(6) 2018 (reported as "2 weeks before (B)(6) 2018"), she experienced breakthrough pain, which gradually worsened (patient "had not known where her bolus was"). On (B)(6) 2018, "the medication [had] gone old again." On this date, the patient experienced weakness and had breathing issues, further described as "couldn't breathe/had shallow breathing." The pump was refilled on (B)(6) 2018 (event timeline relative to the refill was not provided). As of (B)(6) 2018, the patient reported that her physician was "considering tweaking" the baclofen dosing. At the time of the report, the patient was averaging 1x/day boluses. No additional information was provided. On (B)(6) 2018, it was learned that the patient was 53-years-old at the time of the initial event (2012). The patient's report of "the medicine had gone old" was clarified by the physician as "medication degradation ," for which they would be doing refills at 10 weeks or sooner if needed. The patient's last refill was on (B)(6) 2018. New medication was put into the pump on (B)(6) 2018, and the previously reported events of "breakthrough pain, which gradually worsened" with "weakness and "couldn't breathe/had shallow breathing" resolved on (B)(6) 2018. No additional information was provided. On (B)(6) 2018, additional information was received from a physician. The patient's race was identified as american indian. Additional medical history included multiple sclerosis and allergies to raspberry, hydrocodon bitartrate, acetaminophen, and tramadol hcl. Concomitant medications included narcan (naloxone) 4 mg/actuation at 0.1 ml per intranasal route in one nostril, tamsulosin hcl 0.4 mg at 1 capsule orally daily, omeprazole 20 mg at 1 capsule daily orally two times per day before a meal, gabapentin 300 mg at 1 capsule orally four times per day, and effexor xr (venlafaxine)150 mg at 1 capsule orally every day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen (1000mcg/ml at 108mcg/day) and dilaudid (2mg/ml at 0.2161mg/day) via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity. It was reported that all of a sudden, there had been 2 episodes where the "medicine has gone old," in (B)(6) 2017 and on (B)(6) 2018. The patient also recently ("like 2 weeks before (B)(6) 2018") had breakthrough pain that gradually got worse and she became so weak and she could not breath/had shallow breathing. She "had not known where her bolus was," and she got the pump refilled on (B)(6) 2018. The patient noted when the pump was working it was helpful and she could walk longer than before. She also noted that the healthcare provider (hcp) was considering "tweaking" and drug dose/concentration. She was averaging 1/day boluses. There were no further complications reported at this time.